Manufacturer narrative:
The reported device was not returned for the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the spider 2 battery charger was not charging the batteries and as a result, a delay of over one hour occurred during the shoulder procedure while the staff obtained a backup device to complete the procedure. No patient injury or complications were reported.